Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the ebox was in need of replacement, which can contribute to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.